Event description:
According to the reporter, during a subtotal colectomy, after using the purse string suture device for proximal section of the colon, the circular stapler was the inserted and fired. Before removing the stapler, the anastomosis was inspected and a hole was found in the proximal end. Upon checking the 'donuts', the distal donut was complete, the proximal donut with the purse string suture was not complete where the hole had appeared. The doctor then sutured the hole in the anastomosis, then gave the patient a temporary stoma to allow the anastomosis time to heal. The surgical time was extended by one hour due to the issue.

Manufacturer narrative:
D10 concomitant product: trieea28mt, cir stplr trieea28mt medthk wt, (lot #p3m0912). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the pushers were fully deployed. Cartridges were properly seated after firing. No visual abnormalities. It was reported that during a subtotal colectomy, after using the purse string suture device for proximal section of the colon, the circular stapler was inserted and fired. Before removing the stapler the anastomosis was inspected and a hole was found in the proximal end. Upon checking the "donuts", the distal donut was complete, the proximal donut with the purse string suture was not complete where the hole had appeared. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.